Event description:
It was reported that during routine follow-up, it was observed that the r-wave amplitude had decreased, and the right ventricular threshold had increased to greater than 2.4 v @ 0.4 ms. X-ray demonstrated that both the atrial and rv leads had dislodged. This atrial lead was surgically abandoned (partial explant), and a new atrial lead was implanted from the opposite side. The lead portion is not expected to be returned. No additional adverse patient effects were reported.